Event description:
It was reported that during a change out procedure of the existing pacemaker, there was difficulty experienced when removing the right ventricular (rv) lead from the header of the device. Multiple attempts were made to loosen the setscrews on the rv port, but it was not successful. Then, the rv lead exhibited terminal end damage, so the physician elected to surgically abandoned and replace the rv lead. No additional adverse patient effects were reported.